Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer also stated that the insulin pump had failed battery test. Backlight is not working, lost insulin pump wetting time, and date after battery changes. Motor makes grinding noise during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.